Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a planned device replacement procedure, the physician suspected premature battery depletion since the device had only been implanted for four and a half years. This device has been explanted and is no longer in service. There were no additional adverse patient effects. The device was explanted and successfully replaced. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that prior to a planned device exchange it was observed by the physician that this pacemaker device had been implanted for four and a half years in which premature battery depletion has been suspected. This device has been explanted and returned to boston scientific for analysis. There were no additional adverse patient effects.